Manufacturer narrative:
H4: the lot was manufactured from april 07, 2020 - april 08, 2020. H10: the device was received for evaluation containing 162ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused. It was reported at the end of the expected therapy time of 24 hours, half of the dose remained in the device. The device had been filled with 8g flucloxacillin plus citrate in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.